Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose level of 550 mg/dl. Mode of treatment for high blood glucose is unknown. Customer reported symptoms related to high blood glucose like dry mouth. Customer also reported that the insulin pump was in use within 48 hours of reported high blood glucose event. Insulin pump will not be returned for analysis.